Event description:
Reportable based on device analysis completed on 14sep2022. It was reported that the pressure lost, and manometer was dysfunctional. An encore 26 advantage kit inflation device was selected for use. During the procedure, it was noted that the pressure was lost, and the manometer was dysfunctional. The procedure was completed, and no patient complications were reported. However, device analysis revealed that the gauge accuracy test was not able to complete due to loss of the needle to zero location.

Manufacturer narrative:
Device evaluated by manufacturer: the encore ic was returned for analysis. A visual inspection was conducted. The gauge needle was at 20 atm when received. Functional inspection was conducted, the needle can move when increasing air pressure using the plunger and when releasing it gets back to 20 atm. A pressure damping test was conducted and the encore ic passed the test. A vacuum test was conducted, there was no bubble leakage observed. The encore ic passed side load testing. The encore ic gauge accuracy test was not able to be completed due to the loss of the needle zero location.